Event description:
Phillips ds1 CPAP(used for 14 months) user. Aggravating/persistant dry cough. By (B)(6) constant clearing throat and losing voice. Saw primary dr; ent dr, pulmonary dr. Had prescriptions(antibiotics, prednisone, albuterol inhaler, advair, air duo, ) had multi tests, chest xrays (4), nasal xray, CT scan, methacholine test, nebulizer using budesonide and preformist. Still trying to find out what is going on. Have had CPAP since 2014 with no problems. Then received new one ds1 with humidifier and heated tube. Have had cough after about a couple weeks. And still today persistant cough with clearing throat constantly and voice loss. Registered recall june 20th, 2021. Ds1 recalled, registered june 20th. Out of the blue (B)(6) dropped a box with ds2 (B)(6). Totally washed with dawn soap and vinegar to get rid of smell. Attempted to use 3 nights but was not working correctly. Took to my sleep center office. They confirmed not working properly. They returned to philips in (B)(4). On (B)(6) sleep center received replaced ds2. They tested and not working! Returned to philips. On (B)(6) sleep center received another replaced ds2, they tested and not working. They returned to philips. On (B)(6) sleep center received another replaced ds2. Shock, this one works. The sleep center has been amazing. They are not contracted with (B)(6) so have had to get supplies from (B)(6) (horrible to deal with and billing when nothing ordered), (B)(6) (horrible to deal with and filthy office) and (B)(6) (horrible to deal with). The sleep center also asked if I needed any supplies, got new mask. Headset, heated hose, filters. They really want the best for their patients! (B)(6) so took this latest ds2 home, cleaned with dawn soap and vinegar. First night bloody nose, 2nd night bloody nose; 3rd night bloody nose. Stopped using it. Have always had humidifier, have adjusted numerous times. All other machines never had problem! Phillips actions have been and continue to be egregious. From (B)(6) 2021 persistently having dr and labs, and tests ds1 barely used, just enough to have 13 months (B)(6) paid for ds2 multi problems to get one that actually worked. Then when I used it bloody noses. FDA safety report ID# (B)(4).